Manufacturer narrative:
Additional information received on 2/11/2019, indicated that the right side was not deflated and deflation caused by the surgeon. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implant on the left and unknown saline implant on the right which bilaterally deflated after implantation. Patient noticed difference in size and doctor discovered the issue. There was also issue with seroma,and capsular contracture with the right side . As a result, patient underwent bilateral removal and replacement with mentor smpx 490cc on the right and mentor smpx 440cc on the left side on (B)(6) 2018. This report is for the right side.